Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the underlay implant, the patient experienced seroma, infection, abdominal pain, inflammation, abscess, and fluid collection. Post-operative patient treatment included drainage of fluid collection and removal of mesh.